Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain indications. Information was reported that the reason for call was patient services specialist (ps) called patient due to prior case. Patient reported he was able to charge the ins and recharger and last night he had the therapy on but he is not feeling anything in the back, lumbar area. Patient stated he is feeling tingling sensation thru the legs and arms since last night. Patient mentioned getting shocking and when ps try to clarified patient did not provide clarification. Patient stated the device has been dead for a long time and he can't remember if he felt the stimulation on the legs and arms. Patient services (ps) asked patient to use the pp to adjust the setting and check the implant and patient said he will do it later, he is reading the newspaper. Patient stated everything is fine. Ps reviewed if patient should not feel stimulation in the legs or arms to consult with hcp ofc for next steps. The patient was redirected to their healthcare provider to further address the issue. Additional information was reported that the patient stated there was no shocking when the ins was on charge mode, only tingling down their legs and chest. The system failed to stop the pain in the patient's lumbar. The patient again stated there wasn't any shocking, only tingling down their legs and chest. This was the same section the entire life of the system. Manufacturing representative (rep) worked hard to get the system to reduce the pain in the patient's lumbar which it never did so the patient stopped using the system. Rep warned the patient to never stop charging the system, but since it did not work for the patient's pain the patient stopped charging the system. The patient reached out for help when they needed a MRI to help recharge their system. The patient had their system removed due to it not helping their pain. The patient had their system removed on (B)(6) 2022.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.